Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info rec'd, the pt has experienced worsened stress urinary incontinence, mobile urethra, "first mesh failed," pain, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mixed incontinence, pelvic mesh pain, unspecified complications of vaginal mesh, recurrent urinary tract infections (uti), multiple bladder infections, bladder pain, unable to have intercourse, leakage of urine, difficulty starting urine stream, feeling of pelvic organs falling out, blood in urine (hematuria), frequent infections, limited activities, difficulty emptying her rectum, strains during bowel movement, pressure in vaginal area, problems controlling gas, mild atrophy, stage two prolapse, second degree rectocele, vaginal and rectal prolapse, symptomatic pelvic prolapse, pelvic tenderness, atrophic vaginitis (inflammation), chronic weight loss (weight fluctuations), poor appetite, depression, obstructive voiding (obstruction), mesh extrusion and mesh coming through posterior wall from sacral colpopexy, thick bladder lesion, scarring on the left side (scar tissue), required additional surgical and nonsurgical interventions.